Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer alleged pump/supplies were the cause of the hospitalization. Customer was new to pump therapy and "learning that when sugars are high and not coming down to change the site and insulin." Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.